Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenoid sizer handle fractured and the central piece fell out. There was no harm to the patient. No further information is known.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product/provided pictures identified the end of the plunger is fractured and missing. The collet feature is damaged. The device shows wear and tear that indicates repeated use during a potential field age greater than 3 years. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.